Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at an unknown date/time, the electrosurgical generator ¿esg-400¿ displayed error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to an olympus regional repair center (rrc) in hamburg/germany (returned to rrc on 2022-09-14). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was most likely caused by a defective generator board. Thus, this event/incident was attributed to component failure. In addition, the front panel was found to be damaged which was assumed to be caused by the application of mechanical force. Thus, it can be attributed to use error. However, there is no causal relationship to the reported occurrence of error message e433. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.